Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd legacy 1, mdl 6400, pump was alarming no disposable pump won't run. Per reporter bubbles were present in the cassette tubing, the user tapped the cassette on a hard surface then reattached the cassette, the pump alarm returned upon start. Per reporter residual volume was: 7.3, rate 57ml.24h and 102.7 was given. No adverse patient effects were reported. Per reporter, no additional information is available at this time.